Manufacturer narrative:
As of today, the medical device or relevant device data are not available for analysis and therefore no evaluation was possible. However, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem. The information you provided has been entered into our quality system as a complaint. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
It was reported that the device was prophylactically explanted and replaced due to the field safety corrective action, bio-lqc, initiated in (B)(6) 2021. The ICD was implanted and active for approx. 76 months. The patient decided to hold the ICD and it will not be sent back for analysis.